Event description:
Ruptured breast implant, progressive worsening health with fatigue, weakness, pelvic pain, night sweats, hives, rashes, swelling and numbness, memory loss, bladder difficulties allergies and asthma-like episodes. Long term disability approved 8/94. Interstitial cystitis diagnosis 10/92. Autoimmune, connective tissue disease diagnosis 9/94, explantation of ruptured implant 7/94. Rptr c/o: low blood pressure, organizational difficulty, lack of concentration, getting lost or confused, balance disturbances, chest/rib cage, pain and/or burning sensation and and inflammation, eye floaters, adrenal problems, chronic pain and heat or cold sensitivity of extremities, frequent low grade fever, chronic diarrhea and/or constipation, irritable bowel syndrome, hysterectomy, floor myalgia, joint inflammation, swelling, pain/arthralgia, chronic swollen lymph nodes/lymphadenopathy under arms, chronic unexplained muscle spasms, frozen shoulder, muscle pain and burning, fibromyalgia, sun sensitivity, non-restorative sleep, granulomas or silicanomas, clumsiness/drops things, misjudges distance/runs into objects. (*)